Manufacturer narrative:
Product analysis: the full lead was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to no capture in the right ventricle (rv). The patient's heart rate was in the 20's. Slack was observed from the rv lead and it was thought that the lead may have micro dislodged. A new lead was placed in the rv and connected to the original implantable pulse generator (ipg). The new lead also exhibited a failure to capture in the ventricle. The physician attempted to adjust the setscrew and clean the port to no avail. The new lead was connected to a new ipg and implanted in the patient which resolved the failure to capture in the rv issue. It was suspected that the original ipg had a header issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.